Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net on (B)(6) 2020 with asymptomatic pacemaker mediated tachycardia. The device was reprogrammed accordingly on (B)(6) 2021 and patient was stable after the event. New information received noted that patient presented to the clinic again with symptomatic pacemaker mediated tachycardia. Patient complained of extreme fatigue. The device was reprogrammed again. Patient was stable after the event.